Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01; serial number: n/a; batch/ lot number: 1000081467; model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient underwent an infallible penile prosthesis (ipp) due to the reservoir herniated out f space and the pump was high riding in the patient's scrotum. The reservoir and pump were removed and replaced. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient presented a bulge in the abdomen due to the herniated reservoir and had difficulty cycling his device because of his high riding pump.

Manufacturer narrative:
Product analysis could not confirm a malfunction related to the reported events. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. The pump failed the inflation test and did not transfer a sufficient amount of fluid to fully inflate the cylinders. The pump functional failure could indicate that the pump functionality was reduced, but is not related to the alleged migration of the pump within the body. The product analysis did not confirm the allegation of pump migration because the necessary patient anatomical detail is unknown. Product analysis did not confirm a reservoir malfunction. Product analysis cannot confirm the reservoir migration. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.related components of device system:model number/ catalog number: 720185-01serial number: n/abatch/ lot number: 1000081467model/ catalog description: reservoir flat iz 100 ml

Event description:
It was reported that the patient underwent an infallible penile prosthesis (ipp) due to the reservoir herniated out f space and the pump was high riding in the patient's scrotum. The reservoir and pump were removed and replaced. The patient had a good outcome. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The patient presented a bulge in the abdomen due to the herniated reservoir and had difficulty cycling his device because of his high riding pump.